Event description:
A malfunction alarm was reported, identified as malf 12, affecting a device used by the customer. There was no reported adverse impact on the customer¿s blood glucose level. Technical support guided the customer through resetting the pump, which resolved the issue, and the customer was advised to continue using the pump. No recurrence of the malfunction was noted after resetting.